Event description:
Patient reported "effusion along the implant contour" diagnosed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Manufacturer narrative:
Visual analysis of the photographs identified: insufficient information: event is not applicable for analysis. No additional observations performed on the device. No further actions are required. Previous medwatch submission noted seroma. Healthcare professional reported that the event of seroma did not occur. Hence seroma is being unreported. Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, d6b, g4, h4, h6.

Event description:
Previous medwatch submission noted seroma. Healthcare professional reported that the event of seroma did not occur.